Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm (air in line), which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc alarmed se 2367. The tsr had the hp cycle power again and the alarm cleared. The tsr advised the hp to start over with new supplies. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All bags were properly spiked and connected. Patient extension lines were being used and they were connected prior to priming. There were no open clamps on any unused supply lines and nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would use new supplies to complete therapy. The hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2012, and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any previous supplies. Since then she has been resuming therapy successfully except that she was switched to extraneal bags and she had some issues with the programming and the settings. She said she has been in contact with her nurse and her nurse has helped her to reprogram the home choice. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012, and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. She said she did help the patient to reprogram her machine since she was switched over to extraneal bags. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.